Event description:
Patient's port tubing cracked while ivf were infusing. Patient was lying still in bed at the time it began leaking. Port was immediately clamped and deaccessed. Port needed to be reaccessed shortly after.